Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion breaching rv cables lumen was noted at 10.9 cm to 11.3 cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion and explant damage breaching rv and re cables lumens were noted at 8.0 cm - 10.3 cm from the distal tip. Internal insulation abrasion breaching re cables lumen was noted at 25.5 cm - 26.4 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion breaching rv cables lumen was noted under the rv shock coil at 4.5 cm - 5.7 cm from the distal tip. One rv cable etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a change out due to an normal elective removal indicator. Upon interrogation, low voltage impedance was found low, which was consistent with a historical trend of low impedance on this lead. The physician imaged what appeared to be externalized conductors between the lead's coils via x-ray fluoroscopy. The lead was extracted with use of a laser and replaced. The procedure was completed successfully without adverse consequence to the patient.